Event description:
During a lateral entry femoral nail rodding procedure, the surgeon was inserting the nail with the standard insertion handle. During the insertion process the tab on the end of the handle broke off. Surgeon finished inserting the nail and tried to retrieve the piece of the handle without success. Surgeon noted the small piece could not be retrieved easily. A small piece of the handle remains in the patient. The procedure was completed without further incident.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device is an instrument and is neither implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.